Manufacturer narrative:
Device evaluation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check performed. According to the investigation, the primary issue rate flow is not accurate during testing" was confirmed in at least one of three delivery accuracy tests performed was outside of the published +/-6% specification. The investigation recommended that the pumps expulsor be replaced in order to bring the delivery into more normal range. However, the secondary issue "won't power on" was not verified. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis hpca pump, the pump won't power on and experienced inaccurate rate flow. No patient involvement reported.